Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the bolus wizard was not calculating the bolus correctly and it is giving too much insulin. Troubleshooting was performed. Reviewed the bolus wizard settings and appears to be correct. The customer stated that the correction was incorrect and the blood glucose and carbohydrates were entered correctly. Reviewed the bolus history and found the correction bolus was higher than it should be. Advised the customer to enter the bolus manually until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.